Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 8/27/2021 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and was not related to the codes in this investigation. Furthermore, the complaint met the criteria for no investigation to be performed; therefore, no product malfunction or deficiency could be identified, and no escalations were required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight/ethnicity: information unknown/asked but unavailable. Date of event: exact date unknown/asked but unavailable. Best estimate date is between (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to a refractive miss, the patient was unhappy with vision. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. Patient outcome was noted as no complications. Another johnson & johnson lens (model dcb00 and lower diopter 23.5) was implanted as a replacement. No additional information was provided to johnson & johnson surgical vision.